Event description:
The thermistor cable broke.

Manufacturer narrative:
The sample was received on 20 may 2008. Add'l info has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).